Event description:
It was reported that during a thoracic procedure, the staples were misformed. The retaining pin was not setting correctly. It was not reported how the case was completed. No patient consequence.